Event description:
The reporter stated that the surgeon inserted a aa4207vf plate silicone lens. The lens was removed due a capsulear tear. The incision was enlarged to remove the lens. A vitrectomy was performed. Surgery was completed using a three piece lens.